Manufacturer narrative:
Section d4: primary UDI number corrected manufacturer's investigation conclusion: a specific cause for the report of elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation, and a direct correlation with heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established. The patient¿s log file from the time of the reported event was submitted which captured the pump operating as intended above the low speed limit for the duration of the log file. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further issues were reported. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, "introduction," lists hemolysis as an adverse event which may be associated with the use of heartmate ii lvas. Section 6 of the IFU, ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient with a history of threatened pump thrombosis, was being evaluated in our clinic for elevated lactate dehydrogenase (ldh) levels. No issues were noted on device interrogation. Log files contained clusters of pulsatility index (pi) events all throughout the log. Patient's history of threatened pump thrombosis was reported under manufacturer report numbers: 2916596-2024-02857; 2916596-2024-01224; 2916596-2023-08344; 2916596-2021-03374 and 2916596-2021-03368.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.